Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended and the left cylinder was ballooning. The left cylinder was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The returned cylinder was microscopically inspected, and leak tested. The cylinder presented wear at fold in the proximal end, the middle, and the distal end of the cylinder. There was a bulge identified between the inner and outer tubes when the component was inflated with a syringe. Based on the information available, the reported allegations were confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended and the left cylinder was ballooning. The left cylinder was replaced. There were no patient complications reported.